Event description:
It was reported that during a pre-use check on the portex endotracheal tube, the customer noticed that the cuff was unable to be inflated. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One endotracheal tube was returned for evaluation. Visual inspection has found the device to be in good physical condition. The device underwent functional testing by being inflated and subsequently submerged in water to detect for leakage. It was noted to be leaking from a small tear in the pilot balloon. The reported customer complaint has been confirmed. The most probable cause of issue was determined to be wear of the rubber used in the fixture for printing of the inflation line, or lack of detection by production personnel.